Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion where rhbmp-2/acs was implanted. The patient's post-operative period was marked by pain. Imaging studies showed that the patient developed uncontrolled bone growth and resulting nerve compression at the site of implant. It is reported that the patient suffers from autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage. The patient also experienced odd sweat patterns, changes in urination pattern, difficulty swallowing, difficulty breathing, and difficulty gripping and holding items. It is reported that the patient suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.